Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist reviewed the instrument data and did not find any instrument malfunction. The sample was lipemic. The ccc specialist also determined that the data showed good reagent delivery but no sample delivery. The customer repeated the patient sample, which was initially discordant and performed precision testing, which were acceptable. The cause of the discordant, falsely low glucose result on one patient sample was due to a sample integrity issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher both times. One of the repeat results was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.